Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "delivered higher than programmed. After 1 hour, most of the bag had been infused" was not reproduced. The device was tested for flow testing at 40 ml/hr. For 60 mins at 40 volume to be infused with the results of 40.361 and passed with an error percentage of 0.9025%. The event history log was reviewed for the last days of customer use as no event date was provided. The review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. The cause of the condition was undetermined. No pump correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump over-infused during delivery in cardiovascular ICU. After infusion finished, the nurse replaced the bag with a new one, the pump infused a bolus instead of the 6.5ml/hr programmed. After 1 hour, most of the bag had been infused. There was no report of patient injury or medical intervention associated with this event. No additional information is available.